Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge, an unspecified number of discrepant patient results were obtained. There was no report of patient impact.

Event description:
It was reported that during use of the bd pcr cartridge, an unspecified number of discrepant patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for unusual curves when using the bd pcr cartridge (ref. 437519), lot: 4164792 along with bd max exk tna-2 (ref. 442825) and their in-house respiratory assay was performed by the review of manufacturing records, the review of customer¿s data and by the complaint¿s history review. Customer complained about obtaining negative results with their positive control for the para3 target in the channel cy5.5 (680/715), detected in bottom position of the cartridge. Review of the manufacturing records of bd pcr cartridge indicated that lot: 4164792 was manufactured according to specifications. Customer provided run (B)(4) from instrument ct0975 for investigation. The positive control was tested in position b2 (deck b). The review of customer¿s data revealed a cy5.5 channel signal drift that has lead to the unusual curve observed by the customer when used on the bd max instrument. There is an indication of a bd pcr cartridges issue based on the analysis of the complaints received for cy5.5 channel amplification issue when using bd pcr cartridges. The root cause for the cy5.5 signal drift issue associated with the bd pcr cartridge lot: 4164792 was identified during corrective and preventive action investigation. A change in the adhesive supplier by (B)(4) pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at (B)(4) and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.